Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise on the right ventricular (rv) lead. Technical services (ts) suspected the low-level continuous noise was due to a left ventricular assist device (lvad). Additionally, a signal artifact monitor (sam) episode, along with a non-sustained ventricular tachycardia (nsvt) episode were stored. Ts suspected the patient received the lvad at the time of these events, as the device was programmed to monitor only and these episodes appeared to be due to electromagnetic interference (emi). No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This lead was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.